Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised their blood glucose levels did not translate into the insulin pump. Customer advised they ran out of insulin and did not have a backup plan. Customer was advised to monitor the insulin pump and was advised the insulin pump functioned as designed.